Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was being used to deliver vancomycin 130ml, or a duration of 2 hours, with a dose frequency of every 12 hours at a keep vein open (kvo) rate of 2ml/hr, via a gemstar pump. No further programming parameters were provided. The customer contact indicated that at the reported near the very end of treatment the day before he was stopped, an unspecified volume of solution leaked from an unspecified air vent on the filter of the tubing set. No specific details were provided. The tubing set was replaced. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided including if the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.